Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) after being implanted for 36.4 months. It was noted that the patient did undergo three months of radiation therapy. The device was explanted and successfully replaced. The device was returned to boston scientific for analysis.